Manufacturer narrative:
Device #2: investigation is not complete. Trends will be evaluated. No complaint was stated against this device. Attempts are being made to have the product returned for evaluation. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00718.

Manufacturer narrative:
Conclusion: no device failure. The complaint was reviewed and analysis showed no trend. Photographic images were made.

Event description:
Allegedly removed during the revision of another component.